Manufacturer narrative:
The investigation is ongoing. H3 other text : device remains implanted.

Event description:
As reported by the field clinical specialist (fcs), during a valve in valve procedure in which a 23mm sapien 3 valve was implanted inside a non-edwards surgical valve in the pulmonic position, the sapien 3 valve exhibited severe central leak. The valve had been implanted using a 24mm non-edwards balloon and then it was post-dilated with a 26mm non-edwards balloon. A second 23mm sapien 3 valve was implanted and then it was post-dilated with a 24mm non-edwards balloon. An intracardiac echocardiography (ice) was performed and confirmed good valve function.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for deployed valve exhibiting central regurgitation was unable to be confirmed. A review of the DHR did not indicate any manufacturing nonconformance that could have contributed to the reported event. An existing technical summary has documented that the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant includes valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and leaflet coaptation testing for each valve). These inspections and testing support that it is unlikely that a defect present in manufacturing contributed to the event. The technical summary also outlines the instructions for valve preparation handling, and how to deploy the valve. As reported, "during a valve in valve procedure in which a 23mm sapien 3 valve was implanted inside a non-edwards surgical valve in the pulmonic position, the sapien 3 valve exhibited severe central leak. The valve had been implanted using a 24mm non-edwards balloon and then it was post-dilated with a 26mm non-edwards balloon." In this case, it was possible that the valve was over expanded since the smaller valve (23mm) was post dilated using a 26mm non-edward balloon. In this case, available information suggests that procedural factors (over-expanded valve) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.